Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved and creases fold. Leak test and microscopic analysis was performed which identified: sharp opening on valve bold edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bold edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to pain and deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "starting to deflate" and "pain''. Device remains implanted.